Event description:
Customer reported an issue with the as3000 anesthesia system peep reading, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a replacement o2 cell and cable.